Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in the ups shipping box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 19.9cm to 20.6cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 20.2cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the catheter" is confirmed. During investigation, the intraaortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specifi-cation upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "19 mar 2025. The blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft.of the 1st catheter. After that, it was running in the ICU. (B)(6) 2025. The blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316 ,301053010532612-2025-00315, 32612-2025-00317.

Event description:
It was reported " on (B)(6) 2025 the blood was found in the 1st catheter, so the 1st catheter was removed and replaced with 2nd catheter. The balloon appeared to have come off the shaft.of the 1st catheter. After that, it was running in the ICU. On (B)(6) 2025 the blood was found in the 2nd catheter, so the 2nd catheter was removed and replaced with 3rd catheter. The lower part of the balloon of the 2nd catheter was torn. After that, the balloon of the 3rd catheter was found ruptured, so the 3rd catheter was removed". All catheters involved were inserted into the same site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR's #3010532612-2025-00316, 32612-2025-00317.

Manufacturer narrative:
(B)(4)